Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a trochanteric femoral nail advance (tfna) surgery, an aiming arm locking device that supposed to hold the helical blade slipped and was not able to hold the blade. There was a surgical delay of thirty minutes. Another aiming arm locking device was used to complete the surgery. The surgery was successfully completed. Patient outcome is successful. Concomitant device: helical blade (part: unknown, lot: unknown, quantity: 1). This report is for one (1) aiming arm locking device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.015 (internal part 60082593) lot: 9562598 manufacturing site: haegendorf. Release to warehouse date: 10. Aug. 2015. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Remark: this device was shipped as a sub-component of part 03.037.013 with the lot numbers 9478449 ((B)(4)) and 9478450 ((B)(4)). Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the aiming arm locking device (part # 03.037.015, lot # 9562598, mfg # 10-aug-2015) was received at us cq with damage to the device. The tfna locking device looks bent and there is discoloration on the device. Functional test: a functional test was unable to be performed since the aiming arm locking device was returned by itself. Therefore, the complaint could not be confirmed or replicated. Dimensional inspection: dimensional analysis was not performed as the device has post-manufacturing damage. Document/specification review: the relevant drawing(s) was reviewed; conclusion: the complaint condition is confirmed as the aiming arm locking device (part # 03.037.015, lot # 9562598) was received with damage. After a visual inspection per guidance provided in windchill document # (B)(4). It is determined that the tfna locking device is worn from repeated use; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.